Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568-45, implantable pacing lead, 2005 (B)(6); (B)(4), implantable pulse generator (ipg), 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead.14,225 non-physiologic senses post lead warning on (B)(6) 2013. Multiple short duration ventricular high rate episodes in (B)(6) 2013 suggestive of oversensing.

Event description:
It was reported that oversensing and noise was noted from the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.